Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 152mg/dl. The pt did not take any actions on this result. About thirty minutes later the pt became confused and had slurred speech. Pt's parent called the paramedics. Emt's arrived and checked pt's blood glucose and the result was 31 mg/dl. They then administered a glucose IV and retest pt's blood glucose at 211 mg/dl before transporting the pt to the hospital.